Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that, the evis exera iii video system center displayed no image when connecting to cv-190 and EU-mei. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer reported no image issue with their device. Tac informed the customer to ensure the digital light source cable and light source cable are secure on both ends and try another 180 scopes. Customer will try the troubleshooting steps and call back since there was no videoscope available. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.